Manufacturer narrative:
Product complaint # pc-(B)(4). H3 evalutaion: retain sample verification: as a part of investigation 01 dozen retain samples (12 ea) were retrieved for analysis. The primary packs of retain samples were visually inspected and it was confirmed that label artwork of foil and zipper lid were similar with respect to needle description. It was identified that revision number of foil artwork revision number of zipper lid artwork. Same artworks were available in the specimens attached with batch manufacturing records for code vp2338 lot t8004. Additionally, all 12 ea of retained sample were visually inspected and no attribute defects were observed. The sutures were physically inspected for any attribute defects no such defects were observed. The needles were inspected for any attribute defects no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. No defect was observed in product during retain sample verifcation. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test record was reviewed and no deviation was observed. Finished goods were released as per established procedure. Packaging material receipt, released, issuance and reconciliation data were reviewed, and it has been observed that effective version packaging material was issued. No process gap during manufacturing of incident lot was identified. Review of label artworks: label artworks were subjected to review to identify the cause associated with the reported complaint. Following was identified. Actual foil used in the batch manufacturing was having revision number and same revision number was available in the photograph shared along with complaint. Zipper lid used in the batch manufacturing was having revision number while complaint photograph indicated this revision was initiated as a continuous improvement and was governed through quality management system established at ethicon aurangabad. Batch vp2338 lot t8004 was manufactured with zipper lid artwork and foil artwork revision and the batch was released date relevant to specification revision date. Upon review of zipper lid artwork it was identified that artworks for zipper lid was subjected to revision in line with continual improvement program and implemented. Difference in batch release date and effective date of next revision is 09 days and material with new artwork revision number was received on 26th march 2019 with material receipt number 321130 which was sampled and released by quality testing team on 04th april 2019. So, it can be concluded that there is no possibility of material mix up during batch manufacturing. In addition, before implementing improved version artwork all the previous version packaging material was destroyed, material destruction records were reviewed, and reconciliation of material found satisfactory. From the above investigation, it is concluded that the product is genuine and there is no indication of incorrect components / component mix up in the marketed product. This revision in artwork was executed through quality management system established at manufacturer site. No product related defects were observed during retained sample verification as well as in complaint description. Investigation concluded that the marketed product is genuine, free from any attribute defect, this compliant is concluded as not observed complaint and no further investigation / actions are required.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/20/2020. Additional h3 investigation summary: only a picture was returned for analysis. Upon visual inspection of the picture, an opened sample with a difference between the paper folder and the foil of the sample could be observed. Batch manufacturing records of vp2338/t8004 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports were reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Specimen label artwork were reviewed and found to be meeting with specification requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which country is this complaint from? Please provide hospital name & address. Was the complaint related to mismatch needle information on packaging label and inside plastic tray label? What was the type of needle in the actual product- rounded or tapered? Is the product available and being returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The customer reported a mismatch. The packaging label says needle type 30 mm 1/2 circle round bodied and on the label on plastic tray says 31mm 1/2 circle taper point. No adverse patient consequences were reported. Additional information was requested.